Event description:
It was reported that the balloon deflated during in use by patient. Consequently the foley slipped out.

Manufacturer narrative:
Qn# (B)(4). The batch card(s) for the complaint lot(s) was reviewed all samples passed qa inspection. Visual inspection did not show any obvious abnormality besides that the balloon was burst. Some brownish stains found inside the drainage eyes and lumen. Visual inspection of the balloon revealed balloon had burst. Close examination under magnification lens (60x magnification) revealed traces of patches marks on the balloon sleeve presence of whitish encrustation on balloon surface. The occurrence of burst balloon may happen due to several reasons such as in contact with sharp object during use i.e., contact with clamper, kidney dish/tray, overinflating or contact with contradict lubricants such as oil based antiseptic phenols or their derivatives, grease, petroleum jelly, petroleum spirit, paraffin or other relative compounds. Balloon could also burst because of balloon had encounter bladder or kidney stone during use for patient with bladder or kidney stone history. In current standard operating procedure as per spm-a51-003, the products are subjected to 100% visual inspection and any defective raw balloon will be culled out before sent to the next process. Upon completion of assembly process, the finished catheter will be again subjected to 100% balloon inspection and 20 minutes leak test (spma52-004). Catheter with defective balloon will be culled out. Based on the investigation conducted, burst balloon on the sample exhibited patches marks and encrustation which detrimental to the balloon. Therefore, this complaint could not be confirmed.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the balloon deflated during in use by patient. Consequently the foley slipped out.